Event description:
Bladder mesh sling done in 1999 to 2000. Not sure. Was really not my idea. Less than satisfied from very beginning. Thought that was just me. Have experienced many problems including protrusion "out" of my bladder. Have seen ob/gyn. He never said he noticed anything. Didn't know other problems (treated by him) might be related. Have experiences that definitely impact my life. Quit working in 2001 and would definitely not be able to work because of issues. Have heard much about compensation through lawsuits. Have consulted attorneys who assure me I have a case and my doctor would not be punished. Want to proceed, however, am quite concerned about providing important info to people that could lead to identity theft. I want compensation, deserve it! Just not sure if the advertisements are scams. Please advise to this matter only. Am not looking for medical advice only whether legal interest are scams. I really need to know as issues are getting worse. Actually don't trust local doctors to be straight with me but don't feel comfortable giving important identification info to strangers. How it happened - was having partial hysterectomy and doctor recommended he perform the sling procedure at the same time. Caused more problems than fixed, most definitely. Always thought that's the way it was, so never checked into it with anyone until I started seeing info. Whatever is protruding (bladder?) May become worse with age and it will be too late. Other related issues: infections - both vaginal and outside boil type problems, continued incontinence of urine and fecal for years, pain and hospitalization, which could not be identified, as well as the very obvious organ protrusion.